Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional event information has been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves three devices, therefore a separate FDA form 3500a will be submitted for each device.

Manufacturer narrative:
Additional information was received on 06/22/2015. Returned sample was received at the manufacturing site on 06/12/2015. Evaluation is still in progress. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 06/25/2015.

Manufacturer narrative:
A quality complaint investigation was performed. One unused endotracheal tube of i.d. 3.0mm, lot #618937r005 was returned in an opened kimberly-clark pouch affixed with preprinted label carrying information. The pp green connector was breaking from the main part upon receipt enclosed in a box. The product was removed from the pouch and carefully examined. It was observed that the end of the green connector was found breaking from the main part. The remaining portion of the patient end of the connector still remains intact inside the tube. No sign of weakness at midsection could be observed. Reviewing the assembly batch record does not reveal any sign of the associated defect detected during the inspection. Review of the primary extrusion batches of the tubes in this lot of product does not reveal any sign of tube dimension failure. The tubes were found to be within the established specification. Reviewing of the incoming test report for this particular lot does not reveal weakness at midsection could be detected during the incoming inspection. This lot is considered acceptable at the point of release. For this particular lot of product (unomedical lot #618739r005) was manufactured on october 2014. Reviewing of the past two years as according to internal procedure of manufactured product, there is no change of the connector assembly process. To further confirm and verify the connector detachment assembly robustness, connector size 3.0mm was taken from may production and detachment test was performed. It required 6..81 n to 125.7 n of force to detach the connector away from the main tube. No broken connector could be observed during the testing results of individual measurement detachment test. Based on the investigation finding, this defect of broken connector was induced by user during use as in the IFU defines "in general, the tube should not be altered by cutting and always ensure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. Furthermore, the scar had mentioned this breaking connector is due to when attempts to remove the vent connector on the microcuff tube the connector is breaking. Therefore, no corrective action has been identified as a result of this analysis. A previous investigation is applicable to this complaint investigation and is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/08/2015.

Event description:
Complainant reports the endotracheal tube (ett) connector broke at the ett insertion point when attempting to disconnect the ett from ventilator tubing prior to suctioning the patient. It is also reported the ett was left in place, the tube was cut and a new connector inserted; there was no injury to the patient.